Event description:
The customer reported the internal switched paddles did not work during use on a patient. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.